Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and replaced new helium regulator assembly. Fse completed the calibration and functional test and it was passed. Tested balloon and confirmed the machine can be used normally there was no leakage found. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit needs to be checked and replace parts. There was no patient involvement.